Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger fautl) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was isolated to a shorted u13 cmos flash microcontroller and a shorted u1000 translator on the bedside pca. The root cause for the shorted u13 and u1000 components could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger was producing battery charger faults.